Event description:
It was reported that when the gastrointestinal videoscope was plugged in, it displayed a e237 (scope error/scope overcurrent detection error) occurred. This issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h2, h3, h6, h11 corrected fields: b5 the device was returned to olympus for inspection, and the reportable malfunction of when the gastrointestinal videoscope was plugged in, it displayed a e237 was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e216 (scope communication error code). Based on the results of the investigation, the probable root cause is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that when the gastrointestinal videoscope was plugged in, it displayed a e234 communication error code. This issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.